Manufacturer narrative:
Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the device was not returned; therefore, technical analysis cannot be performed. Labeling review: the labeling review was performed and passed. Risk review: it was confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event.

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for about 20 seconds, the balloon ruptured. The device was removed without any issue, and the procedure was completed with another of same device. There were no patient complications, and the patient condition was stable post-procedure.